Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was cassette not attached properly alarm, cannot be confirmed through, occlusion test, latch lock test. Performed dso/uso sensor calibration and performed occlusion test. Performed pvt, unit passed all testing criteria. The cause of the reported issue was none found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.